Event description:
This lead became dislodged and was repositioned on (B)(6) 2012. The lead became dislodged again and the physician chose to replace it. This lead was retained by the hospital. Should additional info become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.